Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the patient had the urolift procedure on (B)(6) 2025. He had urinary retention, infectious disease and pyelitis. On (B)(6) 2025, a cystoscopy revealed that two implants placed in the proximal left lobe were still in the bladder. Turp and removal of the bladder implants are scheduled for the end of (B)(6). The patient's current condition is "unknown".

Event description:
It was reported that "the patient had the urolift procedure on (B)(6) 2025. He had urinary retention, infectious disease and pyelitis. On (B)(6) 2025, a cystoscopy revealed that two implants placed in the proximal left lobe were still in the bladder. Turp and removal of the bladder implants are scheduled for the end of (B)(6). The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.